Manufacturer narrative:
This is one of three related reports. This report represents the impella cp and others reports were submitted to represent the impella rp flex and the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79-year-old male with postcardiotomy cardiogenic shock (pccs) and a pre-support clinical state consistent with scai shock stage e was supported with an impella cp implanted via the right femoral artery. Due to ongoing clinical needs, an impella rp flex was implanted via the right femoral vein, followed by implantation of a replacement impella rp flex via the right internal jugular vein. During support, possible hemolysis was reported. Subsequently, care was withdrawn, and the patient expired. There is insufficient evidence to conclude that the reported event or patient death was caused by or related to the performance of the impella devices. The death is conservatively being reported to the impella rp flex and impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.